Manufacturer narrative:
(B)(4). The date of the event was reported as an unknown date in march 2015. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. It was unknown if the patient was hospitalized for the event. Treatment details were not reported. On an unknown date, pd therapy was discontinued (current mode of dialysis not reported). The patient is expected to restart pd therapy in approximately two months (from the receipt of this report). Recovery status of the patient was not reported. No additional information is available.